Event description:
I have used fixodent ever since I got my dentures around 2006. I have noticed that I was having numbness in my hands and feet. My skin is very tender and anyone touched it, I wanted to cry. My stomach had such pains that the doctor treated me with nexium. My feet are swollen so big, it is hard for me to walk up stairs or down. It is hard for me to get in and out of an automobile because I have to step down and land on my feet and the pain is horrible. I have such hard migraines that the doctors are trying different medicines to get rid of the pain. I have nausea and dizziness so bad that I think I will pass out or throw up. I fell one day and broke the side of my foot because it was like I was walking in a daze and did not see the sidewalk had a drop off. Since using fixodent, the sides of my mouth and gum peel, I mean my skins peels off and they stay sore all day long. In 2008, I had a small stroke. Dose or amount: denture cream. Frequency: 2 times a day. Route: po. Dates of use: 2006 - 2009. Diagnosis or reason for use: to hold my dentures in. Event abated after use stopped or dose reduced: no.